Event description:
It was reported that lead impedance was high. Noise, no capture, and high thresholds were also reported. The lead was capped and replaced. It was later partially removed. No patient complications were reported as a result of this event.

Event description:
It was reported that lead impedance was high: high voltage lead (hvb) impedance was greater than 200 ohms, and lead tip to hvb impedance was greater than 4000 ohms. Noise and no capture were also reported. The lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment was returned and analyzed. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device(s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Other text: it was reported that lead impedance was high. Noise, no capture, and high thresholds were also reported. The lead was capped and replaced. It was later partially removed. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Capture, failure to. Impedance, high, interference, high threshold.